Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the poly would not seat in the humeral tray due to the locking ring. The locking ring tool was used to assist in seating the poly. The locking ring was too tight and eventually bent. This incident has occurred twice in two weeks. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.